Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found no visible damage to the lens and residue on the lens. The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of -6.00 diopter into the patient's left eye (os) on (B)(6) 2018. The lens remained folded in the patient's eye. The surgeon removed and exchanged the lens during the initial surgery on (B)(6) 2018. There was no patient injury and the problem was resolved. In the reporter's opinion the cause of the event was the device. Claim#: (B)(4).

Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6, -06.00 diopter, implantable collamer lens into the patients left eye (os) on (B)(6) 2018. The lens remaind folded in patients eye. The surgeon removed and exchanged the lens during initial surgery on (B)(6) 2018. This resolved the problem. The cause of the event is reported as "device". Reportedly, there was no patient injury.